Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of " instrument repair," which was confirmed and reproduced as a duplicate keypad response. The device evaluation observed that when any key was pressed, the unit responded as though the key had been pressed twice. This was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unknown problem " instrument repair." It was also reported there was no patient injury.